Manufacturer narrative:
This report is being submitted to report (B)(4). 0002023141-2019-00589 has also been submitted. Device discarded. Additional 510k: k101880. The following information is unknown at the time of this report: age, sex, weight, ethnicity: unknown, date of event: unknown, expiration date: unknown, manufacture date: unknown. The reported device is not expected for evaluation as it remains implanted in the patient's mouth. An investigation will be completed. Once the investigation has been completed. A follow up medwatch will be submitted.

Event description:
It was reported that the implant at location # 31 is threaded. There was no report of patient injury.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.